Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose (bg) was over 600 mg/dl; manual injections were delivered to address the high bg. Reportedly, customer continued to use the pump for insulin therapy as the touchscreen responded to presses during troubleshooting with tandem technical support.